Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. Visual evaluation revealed that the distal end of the driver broke off at the hex area. There is evidence of torsional failure at the tip. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this event is typically due to continually applying torque after the screw is fully seated, torquing when the driver is not fully seated in the screw, torquing when the driver is not properly aligned, leveraging and/or torquing while leveraging the device. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the tip of the torque wrench broke while tightening the inclination (inferior) screw. It is unclear whether the indicator lines were visualized during tightening. The surgeon attempted to recover the tip of the driver (using suction) from within the inclination screw cavity in the inclination block. He was unable to recover the hex tip and therefore implanted the univers ii head and completed the case. No further patient or event information was provided at the time this event was reported.